Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: "it was reported by the sales rep (B)(6) during a case the light adaptor guide got hot. Got a different light guide and within 4-5 minutes it got hot. The image was getting interference as well." Probable root cause: burnaby qe confirmed with sales representative that failure was caused by an older generation (single fused) light guide cable. The output end was visibly blackened, causing excess heat at the laparoscope connection point which in turn leads to diminishing image quality. The reported failure mode is caused by leftover debris and residue at the scope/light guide junction from insufficient/improper cleaning post sterilization and reprocessing. The product was not returned for investigation and the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.